Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 half height drawer was not working and all pockets were failed.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the half height drawer was not working. A field service engineer (fse) tested drawer 1.1 using the hardware test application (hta) and confirmed the drawer was functional. The station was then shut down, and all drawer-related cables were reseated. After restarting the station, the drawer was retested in the hardware test application and functioned correctly. The acceptance test was completed successfully and restarted the application. The customer was then able to access the drawer and perform medication inventory without issue. The system functioned as intended after the field service engineer repaired the device.